Manufacturer narrative:
Pietropaolo, a., massella, v., ripa, francesco., sinha, m. M., & somani, b. K. (2023). Ureteroscopy and lasertripsy with pop dusting using high power holmium laser for large urinary stones > 15 mm: 6.5-year prospective outcomes from a high-volume stone center. World journal of urology (2023) 41:1935-1941. Https://doi.org/10.1007/s00345-023-04438-4.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective study was conducted. The aim of the study was to analyze the safety and efficacy of the pop-dusting technique for large stone treatment performed during ureteroscopy with laser lithotripsy with holmium laser. Data from 201 patients who were treated with ursl from january 2016 to may 2022 presented with stones larger than 15 mm and treated using boston scientific high power ho:yag laser (either 60w moses laser or 100 w). The procedures were done under a general anesthesia. The patient lied in a lithotomy position in all cases. The laser machines used were a lumenis pulse 100h and versapulse powersuite 60-watt holmium laser with moses technology. The pop dusting technique and few fragment were retrieve using a boston scientific corporation nitinol basket. The male:female ratio of patients who underwent the ursl procedure was 130:71. Out of a total of 201 patients (222 procedures) who underwent ursl procedure complications occurred in a total of 7 (3.4%) patients, of which 6 patients presented with urosepsis requiring IV antibiotics and hospital admission (2.9%) (clavien dindo ii). One patient (0.4%) presented with urosepsis requiring brief intensive care support (clavien dindo iva). This report is 2 of 3